Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump did not make a sound for a low blood glucose (bg) alert. Reportedly, the customer had the low bg setting to 70 mg/dl and the customer's bg level was 66 mg/dl. Tandem technical support confirmed that the customer's volume was set to normal and instructed the customer to change the volume to medium and create an incomplete bolus alert. The customer was successfully able to hear the alert.